Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2007052, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2007052 were used for additional evaluation. The product was visually inspected, no damage or molding defects were observed and the stopper was verified to be properly assembled onto to the plunger. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. All retained samples were used to conduct leakage testing and in all cases no leakages occurred. DHR of lots 2007052 has been reviewed not finding any annotation or deviation regarding the alleged defect. Investigation conclusion: complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Root cause description: based on the available information we are not able to determine a root cause at this time. Rationale: based on qda limits for this product and defect no corrective action is required at this time.

Event description:
It was reported that syringe 50ml ll leaked. The following information was provided by the initial reporter: hi ¿ I need to report a potential product defect - we have had a couple (that we know of) 50/60ml syringes, bn 2007052 had the solution leak through into the plunger seal. No patients were harmed ¿ we prepared the item again with no issues.